Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during the patient's lead replacement procedure, the physician could not implant the new lead due to suspected anatomy restraints. As a result, the procedure was abandoned and patient's scs system was explanted. The patient may reattempt at a later date.